Event description:
It was reported that the user experienced hyperglycemia after initiating the ilet system, with blood glucose peaking near 300 mg/dl before trending down to 276 mg/dl; tubing primed with visible drops and no dosage-stopped alerts were noted, and a bent cannula was discussed as a potential cause with counseling to perform a site change. Symptoms included elevated blood glucose without reported illness or other complaints. Outcomes included no hospitalization and no emergency care. Investigation included customer care troubleshooting, review of pump function indicators, and education on site change and monitoring. Investigation of this case revealed no confirmed device malfunction or alarm condition, and the cause of hyperglycemia remained unclear, though infusion site integrity was considered. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.